Event description:
It was reported that a spectrum iq pump displayed upstream occlusion issue during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6) the device was received for evaluation. During functional testing, the customer reported "upstream occlusion alarm" was not reproduced. The device was tested for upstream occlusion test with passing results. A review of the event history log revealed multiple upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be upstream sensor calibration values were out of specification. The ultrasonic sensor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.